Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during coil embolization procedure, the operator used the microcatheter to assist the coil embolization. After the stent was placed to the location, the operator prepared to release the tension but due to the patient's vessel was being quite tortuous, the microcatheter migrated. This caused the system slide to the lower neck of aneurysm. The operator withdrew the whole system and during this procedure the delivery wire of the stent moved not at the same pace as the microcatheter. When it was advanced to distal of the microcatheter, big resistance was encountered. Then the operator found the stent deployed prematurely inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during coil embolization procedure, the operator used the microcatheter to assist the coil embolization. After the stent was placed to the location, the operator prepared to release the tension but due to the patient's vessel was being quite tortuous, the microcatheter migrated. This caused the system slide to the lower neck of aneurysm. The operator withdrew the whole system and during this procedure the delivery wire of the stent moved not at the same pace as the microcatheter. When it was advanced to distal of the microcatheter, big resistance was encountered. Then the operator found the stent deployed prematurely inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be deployed and not returned. The stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath was not returned. Functional inspection to test the reported event ¿stent difficult/unable to advance or pullback through catheter¿ was not performed as the stent was found to be deployed and not returned. The functional inspection for reported event ¿stent deployed prematurely during use¿ was not performed as the event was confirmed during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent deployed prematurely during use¿ was confirmed during the analysis. The reported event ¿stent difficult/unable to advance or pullback through catheter¿ could not be duplicated; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on analysis results. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient¿s anatomy was described as 'severely torturous'. The device was analyzed. It is probable that the severely tortuous anatomy may have caused friction, damages to the device and the reported issues. An assignable cause of procedural factors will be assigned to the reported and analysed event ¿stent deployed prematurely during use¿, and reported event ¿stent difficult/unable to advance or pullback through catheter¿ and to the analysed event ¿sdw kinked/bent¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.